Event description:
It was reported during sedation, the video processor had error code b40. The issue occurred at a diagnostic colonoscopy procedure. The procedure completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the b40 error was due to keyboard not working the cause was traced to component failure. Olympus will continue to monitor field performance for this device.